Event description:
It was reported that patient was unable to charge the ipg leading the patient to not charge the device for more than 2 months. Asa result the ipg was deemed to be inoperable .to address the issue patient is awaiting surgical intervention.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.